Event description:
It was reported the device displayed error codes 1870 and 1871, has a "bleeding" lcd screen and a front case damaged. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Found fluid ingression on the downstream occlusion sensor which was damaged. Replaced downstream occlusion sensor, optical switch and front housing assembly. The cause of the reported problem was traced to the customer damage of the device (fluid ingression). A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 6400.